Event description:
It was reported that this right ventricular lead showed high shock impedance out-of-range (oor). Technical services (ts) reviewed this case and stated this issue was possible due to calcification. The beeping feature for oor was turned off. Reprogramming the shock impedance upper limit was recommended. The plan is to continue monitoring this patient and then develop a plan to test with commanded shock if they go for some time without therapy. Additional information was received, ts reviewed some previous events where shock therapy was delivered and noted there was one shock where the impedance was greater than 125 ohms. Engineering analysis confirmed no fault was delivered and the impedance was 135 ohms. Additional information was received confirming this lead was eventually explanted and replaced due to the mentioned shock impedance allegation. This lead is not expected to be returned and no additional adverse patient effects were reported.